Event description:
It was reported that the pt underwent lumbar revision surgery for an unspecified reason. The tip of the driver broke while the surgeon was tightening the connector. The broken piece was retrieved. Although the instruments were used intraoperatively, no pt injury was reported.

Manufacturer narrative:
(B) (4): the device was not returned for eval. A review of the device history records did not identify any applicable non-conformance specification. With the available info, a cause or contributing factor cannot be identified.